Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin was squirts out when priming. Customer blood glucose value was unknown at the of incidence. Customer also stated that battery life was diminished and crack on casing. Customer also stated that little drops squirts out when priming. Customer declined to troubleshoot for low battery. The device will not be returned for analysis.